Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Unable to replicate issue. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced.

Event description:
A medtronic representative reported that while using the imaging system, he was unable to capture a 2d image. The hand piece looks like it could be damaged. When moving the cord for the hand switch the green light would intermittently come on. He also tried using the foot pedal without success. There was no patient present when this issue was identified.